Event description:
Reportedly, unexplained variation of the impedance was observed with the subject lead.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, unexplained variation of the impedance was observed with the subject lead.